Event description:
It was reported that the customer had issues during prime/rewind. Troubleshooting was performed. It was stated that the insulin pump alarmed and got stuck in the prime loop. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.